Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.

Event description:
The customer reported 1 compounded solution bag was leaking at the patient's home prior to use. Customer stated " I am not exactly sure where it is coming from and it is not a big leak but it seems to be a small drip from the bottom somewhere". The product sample was not available for evaluation. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.